Event description:
It was reported that the insulin pump has a blank display due to multiple battery issues. Customer's blood glucose reading was 82 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.